Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the sensor had inaccurate readings. Customer's blood glucose was 199 mg/dl and their sensor glucose read 373 mg/dl. Customer also reported their sensor glucose was reading 74 mg/dl and their blood glucose was 147 mg/dl. The customer also called back to report their sensor glucose was 70 mg/dl and their blood glucose was 140 mg/dl. The customer's wife also stated the insulin pump went in to threshold suspend due to the inaccurate readings. The wife also reported the customer was recently hospitalized for open heart surgery. Customer declined to return the product for analysis.